Manufacturer narrative:
Device 2: cev821g (lot: 201203mf) - mfg date: march 2012. The device (part# cev649-5n) was evaluated and indicated that the instrument were not in its original packaging and presents collisions on the sheath. The device (part# cev821g) was evaluated and indicated that the instrument returned for exchange was not in its original packaging and presented collisions on the sheath. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.

Event description:
Two devices (part#cev649-5n and cev821g) were returned to mxi svc and repair.